Event description:
On 11/29/2006, nellcor puritan bennett received a report of a cuff leak on a 6dct tracheostomy tube. The caller reported the tube developed a leak after 12 hours. The caller reported the tube has been discarded. This report is associated to the third occurrence on 2936999-2006-00912.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The lot and sample associated to this complaint are not available for evaluation.